Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device beeps when disconnected from power. The fse evaluated the device. It was determined that the battery was discharged due to not being properly plugged into the device. The battery was inserted correctly and charged, and the problem was resolved. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the battery not being properly plugged into the device, it was inserted correctly and charged. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery was inserted correctly and charged and the device was working correctly with no malfunctions identified. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device beeps when disconnected from power. The fse evaluated the device. It was determined that the battery was discharged due to not being properly plugged into the device. The battery was inserted correctly and charged, and the problem was resolved. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to the battery not being properly plugged into the device, it was inserted correctly and charged. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The battery was inserted correctly and charged and the device was working correctly with no malfunctions identified. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the device beeps when disconnected from power. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator beeps when disconnected from power. There was no reported patient involvement.